Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's stimulator was not working. They clarified and stated they can't charge their implant because the recharger wouldn't power on. The connector pin was broken on the desktop charger. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event.